Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was replaced due to dislodgement. The dislodgement was discovered as this lead also exhibited out of range (oor) high pacing impedance, high pacing thresholds and loss of capture. This lead is not expected to be returned. No additional adverse patient effects were reported.